Manufacturer narrative:
Pump had a fatigue leak. Cylinders had or damage. Rear tip extender (rte) broken.

Event description:
Information received on 3/31/97 indicates the device was removed from the patient on 3/20/97 due to fluid loss. Another device was implanted.